Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: date of event: exact date unknown, information not provided. Best estimate is during (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported a consumer used oxysept 1step for a few days and found mold on his lens. The lenses were worn, and afterwards the consumer felt itchy and had more eye discharge than usual. The consumer sought medical attention and was prescribed genderon ophthalmic solution and fluorone. The eye specialist asked to see him again for further examination. The consumer wears extended wear contact lenses. Additional information and clarification were provided, the consumer found there was a dark substance in the bottom of the lens case (the lens case was fresh from the oxysept 1step solution), and suspected it was mold. The contact lenses looked normal, so he wore the lenses regardless, afterwards, he experienced discomfort, irritation, itchiness and eye discharge. He emphasized that he used the solution and the tablet correctly according to the instructions for use (IFU). Through follow-up the patient responded to the question; how long did the lenses soak in neutralized solution before being worn; the consumer could not recall how many days it was after lenses were placed in the solution. The IFU notes that ¿if you do not intend to wear your lenses immediately after disinfection/neutralization, you may store them in the unopened oxysept cup. Disinfect and neutralize with fresh solution once a week before applying the lenses to your eyes¿. The next time the consumer used the lenses (2 ¿ 3 days later), the consumer found the dark substance had increased in size, and some was on the lenses, therefore he did not continue to use the lenses. The consumer has not yet gone to get his eyes rechecked. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: patient medical reports were received on january 30, 2020 however translation was required. The translation to english was received february 24, 2020. Medical records show the consultation dates as (B)(6) 2019 and (B)(6) 2020. Three days and three times in total. Diagnosis chronic allergic conjunctivitis in both eyes. Per the doctor¿s medical record, the patient reported using moldy gtt. For (B)(6) 2019 visit medications prescribed; genderon, 1 dose, 4 times per day for three days. Fml patron 0.02%, 1 dose, 2 times per day for three days. For (B)(6) 2019 visit medications prescribed; curzolan eye drops 1 dose, two times a day for three days. Delone eye drops 1 dose, two times a day for three days. Patear eye lotion 1 dose, four times a day for three days. For (B)(6) 2020 visit, medications prescribed; rosumin eye drops 1 dose, four times a day for three days. Patear eye lotion 1 dose, two times a day for three days. Section h6: patient code 1784. Device evaluation: attempts were made for product return with no results. No product evaluation was available. Manufacturing record review: the records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release per material and products releasing management. Complaint data was trended in previous 12 months by the reported lot number: zd05808; search result: total two complaints were reported for the same lot in previous 12 months. No product defect was identified. Conclusion: based on the manufacturing record review and historical complaint review, there is no indication of a malfunction or product quality deficiency. No escalation is required. All pertinent information available to johnson & johnson surgical vision, inc. At the time of this report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: received follow-up information. The patient explained that per the doctor, their eye has fully recovered. Upon further follow-up, the patient explained that they¿re still using prescription eye drops. He does not plan on going back to his doctor since his eyes are almost fully recovered. H3 other text : placeholder.